Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The 3rd party service technician confirmed during testing that the internal battery will not hold a charge. Internal battery was replaced.

Event description:
The customer reported the model ltv (lap top ventilator) 950 ventilator battery would not hold a charge and failed the battery run-down test. The customer reported there was no patient involvement associated with this event.